Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date of year 2009, patient underwent surgery of cervical spine. Post-op, the patient allegedly suffered from nerve pains ever since the product was implanted. The patient had to have corrective surgery because the screws were backing out of cervical spine and applying pressure on esophagus, that caused to have trouble swallowing. The screws were removed. The product came in contact with the patient.